Event description:
The following information was reported: the device would not connect with the sheath. The white plunger would not slide down all of the way for the device to click into the sheath. Manual compression was applied for more than 30 minutes. The patient was not hospitalized.

Manufacturer narrative:
The device was received with all of the buttons remaining in their manufactured positions. The introducer sheath was engaged to the device handle. Visual inspection of the device revealed that the introducer sheath had kinks which may have obstructed the device path during insertion. Based on the information received and the investigation performed, the probable root cause for the reported inability to advance in sheath could have been the severe kink in the introducer sheath which could have prevented the catheter from being advanced all the way into the sheath. The root cause of the kink in the introducer sheath could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: pi number is unknown as the lot number was not provided.